Event description:
It was reported that the atrial implantable pacing lead was undersensing p-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5024 implantable pacing lead, implanted (B)(6) 1997; product ID unknown competitor implantable pulse generator (ipg), implanted (B)(6) 2004. (B)(4).